Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2010 and suture was used. When the suture package was opened, the needle was detached from the suture and was partially broken at the swage. There was no adverse consequence to the patient.